Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the u.s. The analysis is pending.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.